Manufacturer narrative:
The sample was received for evaluation. During visual inspection, burst tubing was observed. Clear passage and underwater testing were performed with no issues identified. A pressure test was performed and a leak from the tubing was observed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link extension set ruptured while in use on a patient during a CT (computerized tomography) scan. The patient was undergoing a CT scan for an unspecified indication. An auto-injector was pushing contrast dye at an unknown pressure. During the scan the one-link extension set ruptured about one inch below the access port and an unspecified amount of contrast dye sprayed onto the patient (no further details were provided). It was reported that there was no patient bleeding and that there was no damage noticed on the extension set; nor were there any kinks in the tubing or other types of obstruction. There was no patient injury or medical intervention associated with this event. No additional information is available.